Event description:
Device 1 of 2 reference MFR report#: 1627487-2014-25391. Follow-up revealed the patient is still experiencing ineffective stimulation/coverage. The patient will meet with an sjm representative for reprogramming as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-25391. It was reported the patient has been experiencing ineffective stimulation/coverage since (B)(6) 2014. Diagnostics revealed invalid impedances. X-rays identified no anomalies. An sjm representative met with the patient and reprogramming was unable to restore coverage on both sides. The patient will try the new programs and contact sjm if he decides to undergo surgical intervention to address the issue.